Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: a visual inspection of the pump revealed evidence of moisture corrosion on the display screen inside the pump. A leak test revealed a base crack leak. During testing, the pump was unable to power up and was completely unresponsive due to moisture corrosion. The alleged temperature issue was unable to be adequately investigated due to the unresponsive pump. The pump¿s cover was removed and moisture corrosion was found to the power printed circuit board, display screen, and keypad flex/connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp¿moisture ingress) issue. It was reported that there was moisture in the pump and was hot to touch after exposure to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.